Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging a onetouch verio iq meter was not powering on. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.